Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and self test. No button error alarm noted upon testing. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons pop up like air underneath, swollen in that area, use was really hard to press, then all of a sudden went away. The customer's blood glucose level was 80 mg/dl to 160 mg/dl and high readings of 300 mg/dl. The customer stated that this happened three times in the last month. The customer reported that the second time she noticed, had to hold to load, was hard to press, 45 minute was normal. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.